Event description:
It was reported that a xience xpedition stent was implanted in a mid left anterior descending artery (mlad) and there was a target lesion dissection occurrence. Another xience xpedition stent was implanted as treatment. The dissection resolved without further adverse patient sequela the same day. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: sprinter legend 2.5 x 15; guide catheter: 6f. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.